Manufacturer narrative:
Investigation is ongoing. Further information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was notified of an event involving the concerto shower trolley. It was indicated that during the resident's hygiene routine, the resident turned around on the stretcher and placed their legs on the side support. The side support opened, causing the resident to fall to the floor. As a consequence, the resident sustained a laceration to the right eyebrow and a hematoma on the left wrist.

Manufacturer narrative:
Arjo was notified of an incident involving the carevo shower trolley. It was indicated that during the resident's hygiene routine, the resident turned around on the stretcher and placed legs on the side support. The side support opened, causing the resident to fall to the floor. As a result, the resident sustained a laceration to the right eyebrow and a hematoma on the left wrist. The patient also had a pre-existing dislocation of the right shoulder. Device evaluation revealed breakage on the plastic cover on the side supports but this did not affect their ability to lock in position. The carevo is equipped with two side supports to secure the patient. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_8): inner, outer and folded down. Each side support in the carevo has two handles. By using them at the same time, the side support can be folded or unfolded. It was reported that during hygiene care, the resident was turned around on the stretcher and placed legs on the side support causing it to unlock. It was also indicated that the care manouvers were carried out by only one operator not respecting procedures and work plan prepared by the facility. This suggests that the event reported could be caused by usage error. The carevo instruction for use contains information on patient's positioning on the device: "position the patient in the carevo with patient's head towards the head end and feet towards the foot end. Make sure the patient's hips are centrally positioned over the flexi zone." The bed was manufactured before design change of the frame, which was implemented in order to prevent safety side opening from patient's perspective. Therefore, the old shape of the cut-out in the carevo frame might have contributed to the event also. The manufacturer investigation revealed that precise sequence of movements has to happen to unlock the carevo safety side support unintentionally. 1) strong push directed upwards on the side support handle. 2) fast pulling on the side support handle in the downwards direction. According to the description of the incident, the resident placed legs on the side support turning to the side at the time of the incident. It seems likely that the resident was using the side support comfort handle as a support during this movement. Therefore, some kind of force could be applied on the side support (fast pulling). This seems to be related to the description of point two (2) mentioned above. To sum up, the carevo failed to meet its performance specifications as side support opened unintended. The event occurred during use with the patient. The complaint was assessed as reportable due to the allegation of patient fall.